Event description:
The customer contact reported a pt death. On an unspecified date during the week of 2006, the pt began to choke while eating dinner. Two minutes later, the pt was transported to his room for suctioning. The customer contact reported the "vacuum system" did not work. After an unspecified length of time, the pt expired. Though requested, no add'l info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. Samples from two possible lot numbers, 36909yt and 36911yt, are expected to be returned for investigation. They have not yet been received.